Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Subsequently, it was reported that the pump time was incorrect after the pump was reset. Reportedly, customer adjusted pump time to address the issue. Customer's blood glucose level was approximately 250 mg/dl.